Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire. The rotawire was received inside the rotablator rotalink plus device. There were kinks in the rotawire. The advancer unit and burr unit were received together. The advancer knob was received loosened in a backward position. The sheath, coil, and burr were microscopically and visually inspected. There appeared to be numerous slight kinks and a couple major kinks in the sheath and coil, at the locations of the kinks of the rotawire. An attempt to remove the guidewire from the rota device was unsuccessful due to the kinks in the rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MFR ID: 2134265-2016-06679. It was reported that tip detachment occurred. A 330cm rotawire and a 1.25mm rotalink plus were selected for use. During the procedure, the tip of the rotawire was detached and remained in place the intracoronary. The tip was positioned in the necrotic myocardium area. No further patient complications were reported. However, this 1.25mm rotalink plus was also returned with the rotawire stuck inside the catheter.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR ID: 2134265-2016-06679. It was reported that tip detachment occurred. A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected for use. During the procedure, the tip of the rotawire was detached and remained in place the intracoronary. The tip was positioned in the necrotic myocardium area. No further patient complications were reported. However, this 1.25mm rotalink¿ plus was also returned with the rotawire¿ stuck inside the catheter.